Manufacturer narrative:
(B)(4). Per the data log review: both events occurred at the same time and it appears the pump also rebooted. This is the only log that covers the incident date.

Event description:
During data log review, there was a 24 volt (v) direct current (d/c) "vmot voltage range" error with the centrifugal pump control module. Potential behavior of error: red x, alarm audio. Roller pump will potentially operate outside predictable behavior, or reset.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.